Event description:
The customer reportedly obtained a 300mg/dl, and a blood glucose result in the 120-130's (mg/dl) on the accu-chek aviva system within a ten min timeframe. No reported action taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.